Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: a sample was not returned for evaluation. Customer photo shows a pierced sleeve. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter had bent needle and that the customer was unable to collect blood. No serious injury, no medical intervention. No mucous membrane exposure.